Event description:
It was reported via phone call that the customer inquired high blood glucose of 350 mg/dl. Customer reported symptoms like abdominal pain. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reports insulin exited at the qr. O rings were not wet in the middle of rings while checking the leaks. Customer was able to perform hp test and was advised to remove the infusion set from their body but resulted as no delivery occurred on approximately 3u. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4).. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.